Event description:
The customer states: the part of cannula broke off. The information provided does not confirm any patient involvement or further details on how the tube broke. Multiple attempts have been made to collect further details with no response from the customer.

Manufacturer narrative:
The sample is expected to be returned for analysis.